Event description:
Display/monitor malfunction customer indicating tubing pre-use set-up/check the units touchscreen display is dark on cycle on only the led's are lit with continuous audible alarm. No patient involvement.

Manufacturer narrative:
The carefusion field service rep evaluated the device and determined the issue was most likely caused by a malfunctioning front panel. A replacement front panel will be sent to repair the device and return it back into service. Should the alleged faulty front panel be received and evaluated, a follow-up medwatch report will be submitted.